Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the labeling noted that the product was used after expiration. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange coronary stent graft system, instructions for use (IFU) states: note the product use by date specified on the package. It is unlikely the IFU deviation contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance, kinked shaft and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.5x16mm graftmaster referenced is being filed under a separate medwatch report.

Event description:
Following pre-dilatation with multiple balloon dilatation catheters, a rotational atherectomy system was advanced; however, a free perforation with extravasation in the right coronary artery was noted. The patient coded; however, cardiopulmonary resuscitation and pericardiocentesis was performed. A 2.8x19mm graftmaster covered stent failed to cross due to the anatomy. Once removed from the anatomy a kink on the device was noted. A 3.0x12mm trek balloon dilatation catheter (bdc) was advanced and used to tamponade the perforation for 51 minutes. The bdc was removed and a 3.5x16mm graftmaster covered stent was advanced; however, this too failed to cross due to the anatomy. A 4.0x12mm nc non-abbott bdc was advanced and used to pre-dilate the lesion. A 3.5x19mm graftmaster covered stent was advanced and deployed at 20 atmospheres (atms) for 30 seconds. The 3.5x16mm graftmaster covered stent was re-advanced and deployed at 18 atms. A new 2.8x19mm graftmaster covered stent was advanced and deployed. The procedure was completed with the deployment of the three graftmaster covered stents to successfully seal the long perforation. No extravasation was noted and the patient is doing well. No additional information was provided.